Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
It was reported that the device had no pacing output and measured high/unmeasurable impedance. The device was extracted and replaced. No patient complications were reported as a result of this event.